Manufacturer narrative:
The investigation into the ventricle perforation issue has been completed since the original report was filed. The device was not returned for investigation. Based on the clinical account, the root cause of the perforation was due to improper positioning and the pump being inserted too deep.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 64-year-old female post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. The team had difficulty advancing to left ventricle position with only transesophageal echocardiography and not fluoro imaging. The pump advanced and caused a left ventricle perforation. The team patched the perforation with suture and patch. Patient survived perforation. The patient remains on support and was transferred to tertiary center for continued monitoring/care.